Event description:
Customer reports use by date on test strip vial is 02/2008; manufacturer's database and batch record confirmed the actual use by date to be 05/31/2007. No adverse event reported. Requested return of suspect device and replacement was sent.